Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Event description:
According to an implant summary card received, artivion tissue was explanted during an implant on (B)(6) 2023. Implant records show one previous implant for this patient, implanted on (B)(6) 2023.

Manufacturer narrative:
According to the implant summary card received, there was an explant of artivion tissue during implant on (B)(6) 2023. Implant records showed one previous implant for this patient, implanted on (B)(6) 2023. Based on the initial notification an investigation was initiated for sgph00 donor (B)(6) serial number (B)(6). Additional information was received from the surgical pa: "per the op note on (B)(6) 2023, we used a new pulmonary homograft patch to re-augment the unifocalized mapcas/pas. The old pulmonary homograft patch in question used to augment the mapcas at time of unifocalization was not explanted. We just cut into the previous patch and added new patches to it. The only items taken out were the old rv-pa homograft, the amplatzer occluder device, and the gusset of bovine pericardium (which was the site of the pseudoaneurysm attached to the conduit)-these are listed in the op note. The homograft patch they are questioning on the pas was not involved in the pseudoaneurysm. Based on this information, the sgph00 donor (B)(6) serial number (B)(6) was not explanted. Additional information regarding the products involved was received from the or staff stating that the aortic valve and conduit and bovine pericardium, noted as the site of the pseudoaneurysm, were not artivion products. Based on this information, no artivion product was explanted and artivion product was not related to the need for reoperation. Per iso (B)(4) a complaint is ¿written, electronic or oral communication that alleges deficiencies related to the identity, quality, durability, reliability, usability, safety or performance of a medical device that has been released from the organization¿s control or related to a service that affects the performance of such medical devices.¿ based on the information provided to artivion- formerly cryolife/jotec, there is no allegation of deficiency or resultant adverse event caused by artivion product; therefore, further investigation is not warranted. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.